Manufacturer narrative:
Investigation summary: DHR- there was no documentation of issues for the complaint of lot # 8086635 during this production run. Bd received a 60 ml syringe from lot 8086635 for evaluation. A quality engineer visually inspected the returned unit and observed that the scale markings were skewed. Based off of the visual inspection the engineer was able to verify the reported defect. It was determined that there was an issue with the scale printing process. Conclusion: root cause: the scale printing process.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had scales that were misaligned and illegible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had scales that were misaligned and illegible.